Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that allegedly failed to charge its internal battery. The manufacturer previously reported that the device was sent to a third party service center for evaluation. The device was actually returned to the manufacturer for evaluation. During the evaluation, a "service required" code was observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. There was no harm or injury reported. The device was sent to a third party service center for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.